Manufacturer narrative:
The following are the changes: d.1. Medical device brand name: bd vacutainer® sodium heparinn (nh) 75 usp units blood collection tubes. D. 1 medical device type: jka. D.2. Common device name: blood collection device. D.3. Medical device manufacturer: becton, dickinson & co. (Broken bow). D.4 medical device catalog #: 367871. D.4. Medical device lot #: 8011518. D.4. Medical device expiration date: 2019-05-31. H.4. Device manufacture date: 2018-01-11. D.4. Unique identifier (UDI) #: (B)(4). G.2 manufacturing location: becton, dickinson & co. (Broken bow).

Event description:
It was reported that erroneous results occurred during use with a unspecified bd blood collection tube. The following information was provided by the initial reporter, "it was reported the customer experienced some issues with the cell harvest yield. Description of event (give specific and objective details of event): ¿our cytogenetics laboratory has been experiencing some issues with the cell harvest yield they were getting from bone marrow and peripheral blood samples for chromosome analysis. They recently did a large batch of testing and noted that all the affected samples had a corresponding lot # close to expiry.¿.

Event description:
It was reported that erroneous results occurred during use with a bd vacutainer® sodium heparinn (nh) 75 usp units blood collection tube. The following information was provided by the initial reporter, "it was reported the customer experienced some issues with the cell harvest yield. Description of event (give specific and objective details of event): ¿our cytogenetics laboratory has been experiencing some issues with the cell harvest yield they were getting from bone marrow and peripheral blood samples for chromosome analysis. They recently did a large batch of testing and noted that all the affected samples had a corresponding lot # close to expiry.¿

Manufacturer narrative:
Correction: b.5. Describe event or problem: it was reported that erroneous results occurred during use with a bd vacutainer® sodium heparinn (nh) 75 usp units blood collection tube. The following information was provided by the initial reporter, "it was reported the customer experienced some issues with the cell harvest yield. Description of event (give specific and objective details of event): ¿our cytogenetics laboratory has been experiencing some issues with the cell harvest yield they were getting from bone marrow and peripheral blood samples for chromosome analysis. They recently did a large batch of testing and noted that all the affected samples had a corresponding lot # close to expiry.¿ h.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. The customer¿s practice as described is not covered by our IFU hence is considered off label use. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. As there was no sample or photo available for evaluation, a root cause could not be determined. Additionally the customer¿s practice as described is not covered by our IFU hence is considered off label use. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog or a lot number could not be confirmed for this incident, and without this information we are unable to determine where the device was manufactured. (B)(4). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that erroneous results occurred during use with a unspecified bd blood collection tube. The following information was provided by the initial reporter, "it was reported the customer experienced some issues with the cell harvest yield. Description of event (give specific and objective details of event): ¿our cytogenetics laboratory has been experiencing some issues with the cell harvest yield they were getting from bone marrow and peripheral blood samples for chromosome analysis. They recently did a large batch of testing and noted that all the affected samples had a corresponding lot # close to expiry.¿